Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 500 mg/dl, a result in the "170's mg/dl", and 145 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.